Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with an unspecified mentor smooth saline implant and experienced a deflation on the right side post-operatively, which was confirmed via a physical. As a result, the patient underwent explantation on (B)(6) 2010.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following information: the patient is a 37 year old caucasian female. The previously unknown device was confirmed to be a 325cc mentor siltex round moderate profile saline breast prosthesis, catalog# 3542650, lot# 5995762. An updated date of event was provided, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2021, mentor became aware of the following erroneously omitted information in the previous report: section b2. Is required intervention was not checked, and has been updated. Manufacturer¿s reference number: (B)(4).